Event description:
It was reported that the data file showed alert 113 (reduced water temperature control) as a result of a failed mixing pump. They provided repair options and awaiting a response. The alert 116 was using a simulator key in an erroneous effort to troubleshoot the device. Biomed had device and giving error 116 (patient temperature change not detected).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data file showed alert 113 (reduced water temperature control) as a result of a failed mixing pump. They provided repair options and awaiting a response. The alert 116 was using a simulator key in an erroneous effort to troubleshoot the device. Biomed had device and giving error 116 (patient temperature change not detected).